Manufacturer narrative:
The investigation into the delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the most likely root cause. The most likely cause is due to the patient¿s condition since calcification in vessels was observed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with unknown ethnicity noted as high-risk percutaneous coronary intervention was attempted to being implanted with an impella cp device for mechanical circulatory support. The complainant reported that the impella cp pump could not be fully advanced into the patient because of challenging anatomy; therefore, the insertion was aborted. The patient survived the procedure.